Event description:
It was reported by the rep that the surgeon had some difficulty opening a tsw35 before the surgeon fired the device. The surgeon completed the procedure using another tsw35. There was no consequence to patient.